Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The patient alleges particles in tubing/chamber, nasal/throat irritation or soreness, sinus issue, and cough. This information was ommitted on the first report. Section a1 and h6 has been corrected/updated in this report.